Event description:
The implanting surgeon reported that the cryolife pulmonary homograft appeared "friable and almost necrotic" upon thawing. The date of event is unknown. After thawing, the surgeon implanted the tissue into a pt of unknown medical history. Immediately after implanting the homograft, the surgeon decided to explant the tissue due to the unsatisfactory quality. Subsequently, a mechanical valve was implanted.